Event description:
Pt was in dr's office, inr 1.7 around 12 pm. Dr increased coumadin dosage. Approx 4 pm, went to the ER due to drooping face and garbled speech, inr=1.2. Pt was admitted to the hosp.